Event description:
Pt's spouse called lfs on 10/4/02 on behalf of pt, alleging the lifescan meter was reading inaccurately high. The meter was set inaccurately to mmol/l instead of mg/dl. The customer stated the meter was set this way for months (actual time unknown) and the customer did not know this and thought pt's readings were much lower than they really were. The pt is taking << a pill of glyburide for their diabetes daily. There were no medication changes. Pt's spouse feels the false readings directly contributed to several emergency room visits, physician's visits, and urgent care visits that the customer had to make over the last 3 months (since 8/2002). Spouse did not have any specific comparisons to the hospital meter. Pt went to the ER because of stomach and chest pain and frequent urination. Spouse stated was getting readings from 80 mg/dl to 120 mg/dl during this 3-month period. During two different hospital visits pt obtained a reading of 280 mg/dl one visit and 400 mg/dl the other visit. Spouse stated pt was not treated during either visit. Their physician is treating the customer for kidney failure and the doctor has found a mass in pt's bladder, which has not yet been diagnosed. Spouse alleges this was caused by pt's high blood sugar, which they were unaware were high, since the meter was set incorrectly.